Event description:
The account alleged the left side rail will not latch and the functions are not working. No pt impact.

Manufacturer narrative:
The account found the left side rail is bent causing the functions not to work and the side rail not to latch. The account replaced the left side rail to resolve the issue.